Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. The event occurred during phaco. The cassette popped out and the system message displayed. The nurse broke scrub to troubleshoot. The cassette was re-inserted and re-primed. The system message displayed again. The system was rebooted and the system message again displayed. The system was switched out and the cases were completed with the second system. There was a 5-10 minute delay during surgery. The nurse stated the case was completed and the pt had very good outcome. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The solenoid spacers were replaced and disposed of. The software was updated. The system was then tested and met all product specifications. (B)(4).